Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 380 mg/dl and reservoir leak. The customer had not reported the symptoms and treatment. Customer stated leaking reservoir as customer noticed condensation/moisture in reservoir compartment. Troubleshoot was performed for reservoir leak. Customer states the leak occurred. Customer states the location of the leak is occurred in bottom of reservoir while reservoir was in pump and in use. Customer states the leak is past 1st o ring. Customer states there is an air bubble in the reservoir. The customer was advised that the pump will be replaced. The product was not returned for analysis.